Manufacturer narrative:
Upon completion of the investigation a follow up report will be submitted.

Event description:
The report states that this was an iliac case. The stent deployed perfectly but the balloon became stuck. After getting stuck they tried to flush it with heparinized saline and after multiple twisting and tugging the balloon broke off. It was in the 7fr sheath a little bit and the surgeon had to take the sheath with the balloon and remove everything.